Event description:
Litigation papers allege following the implant, patient continued to suffer with symptoms of severe pain, stiffness, limited range of motion, and difficulty walking. It is further alleged due to patient's chronic pain and discomfort and other symptoms, the patient continues to require ongoing medical care.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The unknown device that was reported was changed to pinnacle metal liner and added the femoral head to the impacted product. Updated doi, patient's initials and associated contact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers allege following the implant, patient continued to suffer with symptoms of severe pain, stiffness, limited range of motion, and difficulty walking. It is further alleged due to patient's chronic pain and discomfort and other symptoms, the patient continues to require ongoing medical care. Doi: (B)(6) 2009 - dor: none reported (left side). Update ad 20 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf has no allegation and no revision reported. The unknown device that was reported was changed to pinnacle metal liner and added the femoral head to the impacted product. Updated doi, patient's initials and associated contact. Doi: (B)(6) 2009 - dor: none reported (left hip).